Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during a mandible reconstruction and fibula flap procedure, the matrix mandible drill bit was broken. When the surgeon was drilling into the mandible and torqued their hand while running the drill bit, the drill bit snapped off and when the surgeon went back to pick it up, it broke again. The surgeon tried to remove the drill bit piece but was not able, so the surgeon decided to leave it in the patient. There was a surgical delay of five (5) minutes. The procedure was completed successfully and there was no patient consequence reported. Concomitant device reported: unknown drill (part # unknown, lot # unknown, quantity 1). This report is for one (1) matrix mandible 1.5mm drill bit j-latch for 03.503.045/.047. This is report 1 of 1 for (B)(4).